Event description:
It was reported on 11/28/2022 by a sales representative via sems that an ar-6485 pump would not slow down when pumping. Case involvement, no patient effect. Additional information requested on 11/30/22.

Manufacturer narrative:
Complaint is not confirmed. The device was not received for evaluation and, no photo was provided for investigation. The most likely probable cause of the event is attributed to wear and tear.